Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, crease flat and underweight. A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken site, this condition was called surgical impact and partial delamination of the orientation dot (adhesive failure). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis, the final assessment is one sharp broken on the posterior due to surgical impact. Partial delamination of the orientation dot (adhesive failure).

Event description:
Health professional reported implant exchange and rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported implant exchange and rupture. Device has been explanted. This record is for the right side.